Event description:
It was reported that during a lap sigmoidectomy, the jaws could not be closed and the clip ejected inside the patient without forming. The fallen clip was retrieved via a trocar with a forceps from the patient. The device was used on the blood vessel of the colon. It is unknown which firing of the device this event occurred on. There was neither unexpected noise nor resistance while firing. The clip was not fully advanced into the jaws at this incident. There was no torquing or twisting of the device present. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received in good visual condition. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.